Event description:
Subsequent to the initially filed report, the following information was received: reportedly, there was no suture with plunger removal with a proglide device. Another proglide device was attempted. The suture captured the artery; however, the knot was seen outside the patient. The suture was not used to achieve hemostasis. An additional proglide suture was pre-placed. After the procedure, hemostasis was achieved with the pre-placed proglide suture. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and/or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. The reported knot came out of the patient appears to be related to the status of training as the physician was not trained in the use of the proglide device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. (B)(4).

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was no suture with plunger removal. Another proglide was attempted; however, the knot was outside the patient. An additional proglide suture was pre-placed. The sheath was upsized and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. The physician was not trained in the use of the proglide or established in the preclose technique. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.